Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device was able to power on using ac power. A good known radical-7 was able to be charged while in the docking station and was able to establish communication with the docking station; however, the ac inlet module was damaged. The docking station failed both production and verify hipot tests due to the damaged ac inlet module. After temporarily replacing the ac inlet with one from a known good rds, the customer¿s docking station was able to pass hipot testing. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
The customer reported a spark came out of the back of the rds-3 device and it stopped working. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a spark came out of the back of the rds-3 device and it stopped working. No patient impact or consequences were reported.